Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump successfully, and the malfunction did not recur. Technical support advised the customer to continue using the pump and to call back if any issues reoccur. The customer understood and acknowledged the instructions.